Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with failed battery test for three different batteries. The patient's blood glucose at the time of incident was 15.9 mmol/l. Troubleshooting was initiated for the failed battery test alarm. The customer mentioned that there was no corrosion or apparent damage on the battery cap. The customer cleaned the battery cap with an alcohol wipe and inserted a new battery but the failed battery test alarm recurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the idle current test, run current test, self test, off no power test, reset error test, basic occlusion test, occlusion test, prime test, no delivery alarm test, displacement test, and rewind. No unexpected failed battery test alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.